Manufacturer narrative:
Date sent: 04/30/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, that some portion of the green cartridge was not stapled. Surgery was prolonged thirty minutes. Unknown how case was completed. There were no adverse consequences to the patient.